Event description:
Caller states a neonate patient received result of 69 mg/dl on the sensor system, and result of 53 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country. This medwatch report is for the suspect device used in the performa system (lot number 320202, expiration date 05/31/2010).